Event description:
Reporter states that for this strip lot the expiration date on the vial of strips is 9/30/06. Manufacturer has expiration date as 9/30/03. Caller states that the end of the expiration date on the label is partially rubbed off. Requested return of suspect vial and replacement was sent.